Manufacturer narrative:
(B)(4). Batch # t5dl4a. Additional information received: can you please clarify if the drain that was placed in surgery was due to the issue that occurred with the device? Or is drain placement typical for this procedure? I do not believe a drain was placed since that isn't very typical for an lar. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, back drive noted during device testing: however, staple formation meet the released criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid lar, the anvil head fell off when the device was being removed. The anvil was retrieved. A leak test was performed. The staple line was intact. A drain was placed. There were no patient consequences reported.